Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). Device history record (DHR) was reviewed and there was nothing noted that would have contributed to this issue. The complaint log was reviewed for similar instances. There have been a total of (B)(4) other instances , since june 2013. Distribution center received 7 devices of the (B)(4) complaints. All seven of those returned were evaluated and the cause was user error on all (B)(4) devices.

Event description:
Alleged event: the physician was using the device to close the port site. He passed the suture passer through the device, which was against the peritoneal membrane. The first pass was successful but on the second pass the suture passer had difficulty coming through and did not pass through the silicon pads on the approximation wings. The physician removed the suture passer and device. It was then discovered that the tip of the suture passer had broken off and remains inside the patient. An x-ray was performed; the broken tip was located but not removed. The patient's current condition was reported as unknown.

Event description:
Alleged event: the physician was using the device to close the port site. He passed the suture passer through the device, which was against the peritoneal membrane. The first pass was successful but on the second pass the suture passer had difficulty coming through and did not pass through the silicon pads on the approximation wings. The physician removed the suture passer and device. It was then discovered that the tip of the suture passer had broken off and remains inside the patient. An x-ray was performed; the broken tip was located but not removed. The patient's current condition was reported as unknown.